Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix extended, stretched, bent, and clogged with blood/tissue. X-ray examination did not find any anomalies at the connector region but did find the helix to be stretched/bent at the helix region. Unable to test helix mechanism/extension length due to the helix being stretched/bent as received. Electrical testing did not find any indication of conductor fractures or internal shorts. The cause of helix mechanism issue was isolated to the helix being damaged and clogged with blood/tissue.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, while slitting the catheter, the lead became dislodged. It was also noted that the lead helix could not be retracted. The lead was ultimately not used and replaced with new lead. Patient condition was stable.